Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient had an lp shunt placement with subsequent revision and resulting in subsequent vp shunt placement. According to the report the patient has had a mild to but persistent constellation of symptoms with csf pleocytosis believed to be non-infectious in origin as well as symptoms of peritonitis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.